Event description:
It was reported that the patient had pain at the anchor site. Surgical intervention was undertaken on (B)(6) 2023 in which the anchor was buried deeper and sutured, resolving the issue.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.